Manufacturer narrative:
Philips service replaced the fuse f23 and ip pc power supply, restoring the device. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).

Event description:
It was reported to philips that monitors blank; ip pc power supply and fuse failed on a allura xper fd20 or table. The clinical use of the system was in use. There was no reported patient or user harm.